Event description:
It was reported that the procedure was to treat a 90% lesion in the distal rca. The distal portion of the lesion was treated with a pixel stent. The stent was post-dilated using a highsail balloon, applying pressure up to 14 atm, but when an attempt was made to deflate the balloon, it would not deflate. Multiple attempts were made to deflate the balloon manually with a syringe, as well as inflation devices. The device was also pressurized to 20 atm in an attempt to rupture the balloon for easier removal; however, this was also unsuccessful. The device was forcefully removed, along with the guide wire, with the balloon still inflated. Repeat angiography did not show any dissection and showed normal flow down the artery.